Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01500. It was reported the patient was not receiving pain relief from the scs system. A sjm representative met with the patient and upon system interrogation it was found the leads exhibited low impedance on multiple contacts. Reportedly, the patient was not interested in reprogramming of his scs system. Instead, the patient stated he would like to have the system removed.